Event description:
It was reported that during a procedure of the left anterior descending artery with moderate tortuosity, the 4.0 mm x 15 mm multi-link zeta stent delivery system was used and a dissection was noted. A second 4.0 mm x 38 mm multi-link zeta stent was used to cover the dissection. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure to the issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. It was initially reported that the stent delivery system (sds) was being returned; subsequent information received noted the sds was not returned by the account. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the adverse events section of the multi-link rx/otw zeta instructions for use (IFU), is a known adverse patient event associated with coronary stenting procedures. It should be noted that the warnings section of the IFU further states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.